Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure in the right coronary artery, a 3.5x18 rx xience prime stent delivery system was advanced via femoral access into a 6f guide catheter without resistance; however, the mid segment of the catheter shaft bent. The physician indicated that it felt unsafe to proceed; therefore, the stent delivery system was withdrawn from the guide catheter and another same device was delivered successfully through the same guide catheter. There was no adverse patient effect and no reported clinically significant delay in the procedure. Return device analysis revealed that the hypotube was separated but the shaft was still in tact by a small piece of the outer jacket. Additional reported information indicates that the shaft break was noticed after removing the stent delivery system from the protective sheath. Reportedly, the device was not used and there was no patient involvement. No additional information was provided.